Event description:
Registered nurse (rn) changing lipids and tubing. Medical tubing that is attached to peripherally inserted central catheter (PICC) line cracked upon switching tubing. Leaking noticed right away. Neonatal nurse practitioner (nnp) at bedside to assess and replaced medical tubing with t-connector.